Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that the patient was experiencing patellofemoral subluxation, instability and dislocation following a total right knee arthroplasty. The knee was treated with an open lateral release and medial reefing two months post implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(6). Concomitant medical products: unknown persona patella, cat#: unknown, lot#: unknown; unknown persona bearing, cat#: unknown, lot#: unknown; unknown persona tibial tray, cat#: unknown, lot#: unknown. (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05364. - (B)(4). Product location unknown.

Event description:
It was reported in a journal article that the patient was experiencing patellofemoral subluxation, instability and dislocation, treated with an open lateral release and medial reefing. Attempts have been made and no further information has been provided.